Event description:
It was reported that cartridge leaked insulin at fill port on two occasions occurring on same day after being filled off pump with 200 units of insulin. There was no adverse impact to the customer¿s blood glucose level. Customer changed cartridge, resumed insulin therapy successfully, and cartridge was unavailable to be returned for evaluation.